Event description:
Information was received from a consumer via manufacturer representative regarding an event happened during post-op of the reported products. It was reported that, patient experienced rash pain across chest, pain, swelling, diagnosed crps type 1, osteophytes in neck, bone above and below implants is deteriorating, blurry vision, headaches, extreme reaction to nickel and cobalt. Cervical discs were implanted at levels c5-c6 and c6-c7. The implants are being removed this month due to titanium allergy. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: other - revision surgery planned to explant the cages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.